Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, and/or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
In a customer experience survey, a peritoneal dialysis (pd) patient reported having had a serious infection while previously on peritoneal dialysis modality. The patient stated they were recently hospitalized and it was too hard to re-start peritoneal dialysis and had problems with their access catheter. The patient stated they did not receive enough training, had sleep issues and felt isolated doing their treatment at home. Upon follow-up, the facility peritoneal dialysis registered nurse (pdrn) was unfamiliar with the patient and no additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
In a customer experience survey, a peritoneal dialysis (pd) patient reported having had a serious infection while previously on peritoneal dialysis modality. The patient stated they were recently hospitalized and it was too hard to re-start peritoneal dialysis and had problems with their access catheter. The patient stated they did not receive enough training, had sleep issues and felt isolated doing their treatment at home. Upon follow-up, the facility peritoneal dialysis registered nurse (pdrn) was unfamiliar with the patient and no additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.